Manufacturer narrative:
(B)(4). Method: the complaint neopuff was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the description of events and past investigations of this type of event. The subject neopuff was not received and the only information provided by the customer was that the "gas outlet connector had broken off". When we receive neopuffs with this type of physical damage our investigation usually reveals that the damage is the result of an impact to the device. A lot check revealed one other complaint for a broken gas port for lot 140514. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. A replacement fascia and valve assembly will be sent to the customer.

Event description:
A biomedical engineer from a hospital in (B)(6) reported that a neopuff infant resuscitator gas outlet valve was broken. There was no patient consequence.